Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported the approximately 20 months after the xience stent implantation in the distal circumflex artery, the patient was found to have restenosis in the distal circumflex and stenosis of the proximal circumflex. A revascularization procedure was performed approximately 3 weeks later. The patient was discharged the following day. No additional information was provided.